Event description:
On (B)(6) 2010, pt reported he has ongoing e4 (occlusion) errors when using his infusion device. Pt stated the occlusions began on (B)(6) 2010, he changed the insulin cartridge and infusion tubing once and the headset 3 times. Pt reported the occlusions continued. Pt stated he removed all accessories and switched to his backup infusion device. Reviewed causes of occlusions and troubleshooting steps. Pt started a new vial of insulin when he changed to the backup infusion device. Had pt insert battery in primary infusion device. Pt stated he does not know when the infusion adapter was last changed. Advised adapter should be changed every 10th cartridge change. All accessories had been changed prior to the call. Troubleshooting did not find any product issues. Pt stated he will switch back to primary infusion device on his own. On follow up call on (B)(6) 2010, pt reported he received an error message earlier in the day. He stated he was disconnected from the infusion device for the past 4 or 5 hours and it was in stop mode. Pt reported he has been giving himself injections. Pt stated accessories were changed on (B)(6) 2010. Had pt complete a prime; no error messages were received. Pt was able to successfully prime through the tubing, successfully prime with the tubing removed, and successfully prime through just the infusion adapter. Pt stated he has changed his site 3 times and did not believe it could be his infusion site. Had pt remove the site; discovered it was kinked. Pt reported he would change the site and reconnect his infusion device. On follow up call on (B)(6) 2010, pt reported he had no further issues with occlusions. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.